Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during surgery, a wire tensioner did not tension and broke outside of the patient. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.

Manufacturer narrative:
The information received was re-evaluated for MDR notification and it was determined that this case does not meet the threshold for notification as smith-nephew is not the legal manufacturer. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and an additional report will be submitted outlining the details of the event and our investigations.